Event description:
This is a non-us event. This occurred in canada. Consumer reported via e-mail that a tampon had a string that was not attached. Multiple attempts have been made to obtain further information regarding whether or not the consumer used the product and any additional details, however, no further information has been received.

Manufacturer narrative:
The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide a UDI number or model. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.